Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer¿s current blood glucose level was 304 mg/dl at time of incident and the blood glucose level was 310 mg/dl. The customer stated that they had air bubble of approximate size bigger 32. The customer was advised to remove the reservoir from pump. The customer was advised to check for leaks at the p-cap connection. The reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.